Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been inactive for several years. As of this time, this ICD remains in service. No adverse patient effects were reported.